Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 58-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The patient started to decompensate as they were taken back to the cath lab, intra-aortic balloon pump (iabp) was placed and patient was intubated. The patient continued to decompensate, and the decision was made for the impella to be implanted. There was oozing from all stick sites. There were some intermittent suctioning, and the nurse was provided with troubleshooting steps if it continued. Additionally, the patient had a gi bleed. Medical staff discussed anticoagulation recommendations once able to add it back on. It was decided that no systemic anticoagulation due to upper gi bleed and oozing.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.